Manufacturer narrative:
The instrument involved in this complaint has not been received and/or tested by failure analysis as of the date of this report. If the product is received and evaluated, a supplemental MDR will be submitted.

Event description:
It was reported that during a training/demo of the da vinci system, the 8mm mega suturecut needle driver instrument was observed to have a broken cable. There was no report of patient involvement.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the 8mm mega suturecut needle driver training instrument to perform failure analysis. The instrument was analyzed and it was found to have a damaged grip cable. Based on additional information, it has been determined that the instrument involved with this complaint does not meet the criteria for isifa2024-09-c as previously listed in section h9. Correction: primary product material number under section d was updated to 470309-14t. Primary product UDI number under section d was updated to (B)(4). Correction: h8. Was updated to initial use of device.

Event description:
Refer to h11 for follow-up information.